Manufacturer narrative:
All buttons function properly. However, insulin pump had moisture damage was found on keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 18.4 mmol/l and has treated with an injection. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.